Manufacturer narrative:
Article citation: tony r. Soares et al, ¿clinical outcomes of aortic arch hybrid repair in a real-world single-center experience¿, journal of vascular surgery, 2020 sep;72(3):813-821.doi: 10.1016/j.jvs.2019.11.033. Epub 2020 feb 14. H6, component code: added code 515. H6, investigation conclusions: added codes 4315 and 22. Code 22: according to the gore® tag® thoracic endoprosthesis instructions for use (IFU), potential complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: incomplete deployment of endoprosthesis, reoperation. The date of event coincides with the published date of the article. Based on the study date range from january 2010 to june 2018, best estimate implant date was revised to (B)(6) 2010. Gore has attempted to contact the corresponding author multiple times over an extended period of time to obtain additional information. As no additional information has been received to this day, this event will be processed and closed with the information provided. A serial number for the gore® medical device involved in this event could not be obtained. Therefore, a review of the manufacturing records was not performed. From this literature article, the following cases were generated: (B)(4) (MFR# 2017233-2021-01984), (B)(4) (MFR# 2017233-2021-01969), (B)(4) (MFR# 2017233-2021-01970), (B)(4) (MFR# 2017233-2021-01971), (B)(4) (MFR# 2017233-2021-01972), (B)(4) (MFR# 2017233-2021-01975), (B)(4) (MFR# 2017233-2021-01975), (B)(4) (MFR# 2017233-2021-01981), (B)(4) (MFR# 2017233-2021-01982). D6a - implant date was updated to (B)(6) 2010. H6, medical device problem code: replaced code 3190 with code 4042. H6, type of investigation: replaced code 4118 with code 4111. H6, investigation findings: replaced code 3223 with code 3221.

Event description:
Between january 2010 and june 2018, 35 male patients with a median of 71 years were submitted to hybrid surgery. Reportedly, 3 gore® tag® conformable thoracic stent grafts were implanted. The article reports that patient #24 experienced a left common carotid artery stenosis due to endograft maldeployment and required reintervention treatment with a bypass to the right subclavian artery at 1.6 months. As it is not known if in fact this patient was implanted with a gore® tag®conformable thoracic endoprosthesis, gore reports this incident in an abundance of caution.

Manufacturer narrative:
Please note: implant date (B)(6) 2018 has been provided as date of best estimate and will be revised when gore receives additional information on this incident. Associated with this literature case# (B)(4) are also the following MFR numbers: 2017233-2021-01969, 2017233-2021-01970, 2017233-2021-01971, 2017233-2021-01972, and 2017233-2021-01975.

Event description:
The following publication was reviewed: tony r. Soares et al, ¿clinical outcomes of aortic arch hybrid repair in a real-world single-center experience¿, journal of vascular surgery, 2020 sep;72(3):813-821.doi: 10.1016/j.jvs.2019.11.033. Epub 2020 feb 14. This article reports on experiences utilizing endovascular stents for thoracic aortic arch aneurysm treatment with a debranching procedure of the supra-aortic arteries in a hybrid surgery setting. Study end points were 30-day mortality, 2-year survival rates, postoperative complications, and endoleak and reintervention rates. Between january 2010 and december 2018, 35 male patients with a median of 71 years were submitted to hybrid surgery. Reportedly, 3 gore® tag® conformable thoracic stent graft with active control system were implanted. The article reports that 7 patients underwent aorta-related reinterventions and three of them were submitted to open surgery. Early endoleaks were observed in six patients (17.1%), equally distributed between type I (n = 3 [8.6%]) and type ii (n = 3 [8.6%]). Late endoleaks were identified in 4 of 24 patients (16.7%; type I, n = 2 [8.3%]; type ii, n = 1 [4.2%]; and type iii, n = 1 [4.2%]). The article reports that patient #24 experienced a left common carotid artery stenosis due to endograft maldeployment and required reintervention treatment with a bypass to the right subclavian artery at 1.6 months.